Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleted from 75% to 5% in one day. Review of pump data during troubleshooting with tandem technical support could not confirm the reported issue. Customer reported blood glucose level was (154 mg/dl). The pump was confirmed to be charging as expected at the time of the call.